Manufacturer narrative:
Retainer: missing. The pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The pump was received with missing retainer. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download trace and history files. A review of the downloaded history files show multiple sequential pump error 53 (linenumber 5632 filenumber 2005) alarms occurred on 8/27/2021 at 10:07 which caused the critical pump error (open book image) alarm due to software errors. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor and force sensor. The following were noted during physical inspection: missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label damaged, end cap address label fading, pillowing keypad overlay, and missing reservoir tube o-ring. The pump was received with critical pump error (open book image) alarm due to multiple pump error 53 alarms. Missing retainer complaint is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was experienced high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated retainer ring had a crack and reservoir able to lock in place. The insulin pump will be returned for analysis.